Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history a manufacturing record evaluation was performed for the finished device. Product code:102023101s. Lot no:wy212611. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28/09/2020. Manufacturing site:jabil le locle. Expiry date:31/08/2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6)2023, the patient underwent a posterior cervical fusion (c3-6). The procedure proceeded as planned, and final tightening of a rod was completed. After that, the surgeon planned to set a cross connector onto the screw at c5. The cross connector selected did not fit into the set screw at all, so a new cross connector of one size smaller was selected. The smaller sized connector would also not fit onto the set screw, so a bender was used to stretch the curved part of the cross connector. This made the connector unusable. Another cross connector of the smaller size was prepared and used. This connector was set at the proper position and final tightened. The procedure was completed successfully with under 30 minutes of delay. No further information is available. This report is for a symphony oct system crossconnector head to head 20 to 30mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: nkg d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.